Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's sensor glucose versus blood glucose is greater than 30. The customer's blood glucose level was 5.0 mmol/l. The customer stated that the pump kept going down to low suspend threshold and the blood glucose is not low when he checks it. The customer was advised to turn sensor feature off. The customer was advised to wait at least 2 to 4 hours, then turn the sensor feature back on and perform reconnect old sensor. The customer was advised to wait to reconnect the sensor when they awaken. The customer was advised to enter bg reading into the pump immediately after testing bg, do not delay entry. The customer was advised to not calibrate on a sensor alert. The customer will be sent a replacement sensor.